Event description:
2002, attempted implant of bifurcated graft failed when iliac limbs could not be brought into place and graft could not be removed. Pt was converted to open procedure with an estimated blood loss of 6000. Tube graft was sewn into place. Post operatively, the pt experienced adult respiratory distress syndrome with respiratory failure with atelectasis, acute renal failure, severe dysphagia for which he received ventilatory care, hemodialysis and placement of percutaneous esophagogastric tube. Upon discharge 5 days later, pt was off the vent and dialysis, but the peg tube placed before discharging was to remain in place for another 1 - 2 weeks. He was discharged on the same medications that he had on admission plus epogen and diflucan.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.